Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) experienced a premature battery depletion. Also, the patient experienced a syncopal episode. The crt-p has been explanted and is expected to be returned at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) experienced a premature battery depletion. Also, the patient experienced a syncopal episode. The crt-p has been explanted and has been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed. Battery was removed and external power was applied to the hybrid. Current drain measured normal. The battery was sent to the battery lab. Results found depleted cell with no battery-related failure determined. Analysis shows no component failure. Communication to the crt-p could not be established. There was no safety mode signal was observed on the oscilloscope. The cause was not established. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) experienced a premature battery depletion. Also, the patient experienced a syncopal episode. The crt-p has been explanted and is expected to be returned at this time. No additional adverse patient effects were reported.